Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor is having issues. The customer¿s blood glucose level was 54mg/dl at the time of incident. Notes mention customer was going to be transferred to trouble shoot low blood glucose but no notes were found in notes. The insulin sensor is being replaced and is expected to return for analysis. No further details are given. Unomedl inf set; ozo mmt7008-sensr; frn-modl unk ¿resv.